Manufacturer narrative:
This follow-up report is being submitted to relay investigation results. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history was unable to be performed based on the available information. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has not been received by zimmer biomet to date and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: - unknown femoral, unknown tibial. Product location unknown.

Event description:
A patient who underwent a total knee arthroplasty and has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.